Event description:
It was reported the pt had an unrelated medical procedure, and was unable to feel the stimulation afterward. The sjm rep met with the pt and determined the pt had an invalid contact on the lead. It was reported reprogramming was unable to provide full stimulation coverage, and the left side of her body was only partially covered.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.